Event description:
Novacon corp has determined with dr james mtichell that this reported malfunction did not cause death or serious injury and has not lead the co to undertake a remedial action involving any other device. Therefore, novacon believes this event is not reportable in accordance with the medical device reporting (MDR) regulation, 21 cfr, section 803.